Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that three months post implant of the implantable pulse generator (ipg) system the the patient reported to an outside facility for acute respiratory failure and  congestive hear failure exacerbation. The patient was hospitalized for four days and prescribed antibiotics. Patient had a transesophageal echocardiograpy that revealed there was no vegetation in the heart. Approximately five months post implant the patient came back to the ER due to fever and feeling unwell. Patient had positive blood cultures for methicillin-resistant staphylococcus aureus. There were no symptoms associated with the device pocket. The patient reported feeling unwell with chills, fever, and nausea. The surgeon reported that the pocket and incision site looked healthy. Cultures were taken and leads were sent to the lab. The implantable pulse generator (ipg) system was explanted and not replaced. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that cultures were taken during the explant procedure from the pocket and tips of the leads. The pocket, ra lead tip and rv lead tip came back positive for staphylococcus aureus and resistant to erythromycin and clindamycin.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.